Event description:
It was further reported that the lesion being treated was 90% stenotic. The physician used a 6f cordis introducer sheath for vascular access and a guidant whisper guidewire and a 6f mighty max fr4 guide catheter to cross the lesion. The pt was asymptomatic during this event.

Event description:
It was reported that during a ptca / stenting coronary treatment procedure, balloon catheter inflation, deflation and removal difficulties were encountered. The lesion being treated was the posterior descending branch of the right coronary artery. The lesion was predilated with a maverick 2.5/15 mm balloon. A taxus 2.5/16 mm stent was delivered and deployed. An nc monorail 2.5/9 mm balloon was used to post dilate the stent, but when the balloon was inflated up to 6 atms, the physician noticed that the balloon lost pressure and the inflation device had blood in it. The physician attempted to remove the balloon, but it would not inflate or deflate further, so he elected to remove it while it remained partially inflated. Another nc monorail 2.5/9 mm balloon was used to successfully complete the proceudre without additional complications.